Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician replaced the ipg due to preference as no malfunction was suspected. The patient was reportedly doing fine.

Manufacturer narrative:
The explanted device was not returned to bsn for evaluation as it was discarded by the medical facility.